Manufacturer narrative:
(B)(4).

Event description:
A talent aaa stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. It was reported that during follow up, the physician noted a type ii and possible a type I endoleak. The patient had stopped follow up for a couple of years. The patient¿s current aneurysm was 7.5cm. The physician performed an intervention were the stent grafts were explanted. The physician noted that the iliac purchase was marginal at best and believes that the source of the leak was in the iliacs. The patient¿s aortic neck was very short; however, the physician did not try to identify the source of the unknown endoleak. The physician stated that no defects were noted on the graft material; however, the physician stated that the source of the leak seem to be from the iliacs and that the patient¿s short neck contributed to the event. The intervention was successful and the patient is doing fine. No additional clinical sequelae were reported.